Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-may-2021. The most recent information was received on 17-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('continuous pelvic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), noninfective oophoritis ("ovaries inflamed"), headache ("headaches"), arthralgia ("hip pain"), tooth fracture ("tooth that breaks on its own"), vaginal discharge ("permanent brown discharge"), fatigue ("extreme fatigue"), insomnia ("insomnia every night"), dry skin ("very dry skin") and pruritus ("itchy skin"). Essure treatment was not changed. At the time of the report, the pelvic pain, noninfective oophoritis, headache, arthralgia, tooth fracture, vaginal discharge, fatigue, insomnia, dry skin and pruritus outcome was unknown. The reporter provided no causality assessment for arthralgia, dry skin, fatigue, headache, insomnia, noninfective oophoritis, pelvic pain, pruritus, tooth fracture and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('continuous pelvic pain') in a (B)(6) patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), noninfective oophoritis ("ovaries inflamed"), headache ("headaches"), arthralgia ("hip pain"), tooth fracture ("tooth that breaks on its own"), vaginal discharge ("permanent brown discharge"), fatigue ("extreme fatigue"), insomnia ("insomnia every night"), dry skin ("very dry skin") and pruritus ("itchy skin"). Essure treatment was not changed. At the time of the report, the pelvic pain, noninfective oophoritis, headache, arthralgia, tooth fracture, vaginal discharge, fatigue, insomnia, dry skin and pruritus outcome was unknown. The reporter provided no causality assessment for arthralgia, dry skin, fatigue, headache, insomnia, noninfective oophoritis, pelvic pain, pruritus, tooth fracture and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. String generated by auto-narrative. Do not modify. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.